Event description:
It was reported that the vns patient was experiencing an increase in seizures possibly due to end of service. The patient¿s device was tested and diagnostic results revealed high lead impedance. The battery status is unknown. The patient¿s device was subsequently programmed off. It is unclear whether trauma caused or contributed to the event. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discards explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.